Event description:
Overdelivery reported. The pump was reportedly set to infuse morphine 1mg/ml. Pca mode, 1 mg pca dose. Complete settings were not available. Nurse reports that "the pump was started for an order of a 3mg bolus dose. The machine would not allow a program of more than a 1mg dose. After programming rest of med order, machine beeped because the door would not lock adequately. When the syringe was removed from the pump, discovered pt had rec'd at least 10mg of morphine. The pt tolerated this dosage with vital signs stable and normal saline." The device was switched out and the pt monitored. No adverse effects were reported. No further info was available.